Event description:
It was reported the patient presented in clinic for follow-up. It was discovered the right ventricular lead had dislodged. The right ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.